Manufacturer narrative:
Quality investigation revealed corrosion damage to the motor. The device was repaired and returned to the customer.

Event description:
A stryker core micro drill was sent in for repair due to overheating discovered during prep, prior to a procedure. There was no patient involvement; no adverse event was associated with the device.